Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member regarding a trial patient who was using an external neurostimulator (ens) for urge incontinence; the trial started (B)(6) 2021. They reported that they were getting a communication error. Even when using the retry button it did not work. On an additional call the patients husband reported that the machine isn¿t working. They said when they tried to turn up the setting that zaps the patient it doesn¿t work. They had spoken with their healthcare professional regarding this and the healthcare professional told them the device was not activated and it isn¿t supposed to be activated yet. The patients husband said it¿s a pain to track symptoms and that they aren¿t tracking pad changes. Additional information was received. The patient's husband stated that she is in the hospital and out of commission and they don't know how long. The patients husband stated the patient is still in the hospital and her device has been removed. No further complications were reported.